Event description:
Philips received a complaint on the philips xl+ defibrillator indicating that the device was unable to perform a self check. There was no reported patient involvement. Available details indicate that the device was unable to perform a self check. Details provided in feedback (B)(4) and confirmed in email response indicates that a redo of system check and entering maintenance mode password, re-ran the operation check, and the equipment returned to normal. It has been concluded that no further action is required at this time.